Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device. Evaluated by external contractor.

Event description:
It was reported that the unit would not power on through ac, but it does power on when connected to the evac. The event occurred prior to surgery. Attempt to remove the power inlet fuse drawer to check the fuses and he said he was unable to remove the fuses, they seem to be fused to the plastic.